Event description:
It was reported that, "pt had a previous c4-c7 acdf with allograft and plating. Surgeon needed to remove the existing plate to repair a pseudoarthrodesis c6-c7. Surgeon removed the screws with the new extraction screwdriver. Surgeon removed 4 variable and 2 fixed screws successfully. Surgeon could not remove 2 of the fixed screws with the driver, and had mentioned that the screws looked like they may have gone through the plate. With 6 of 8 screws removed, the surgeon was able to pull the plate out of the pt with 2 fixed screws still in the vertebral body. The fixed screws had gone through the plate.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.